Event description:
It was reported that the device was leaking when used with insufflation. There was no patient injury or required intervention.

Manufacturer narrative:
Final device investigation showed that the proximal end of the sleeve had sustained damage to the point of fracture and breaking. The seal cap was still attached to the sleeve, but the housing that contained the bi-leaflet seal was no longer intact. That portion of the sleeve along with the insufflation port had become detached and was returned separated into multiple pieces. The sleeve cap was tested for leaking and passed the leak test. The sleeve of the device, however, showed indications that it had not been welded. The obturator was not returned.